Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was receive on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced lvad alarms with low flows on (B)(6) 2018. This was acutely treated with turning speed down for a short time while albumin boluses were infusing, and flows increased. Chest tubes were stripped with return of about 1.4 l in 2.5 hours. Throughout the night, subject was given 1.5 l albumin, 3 units packed red blood cells (prbc), 5 units fresh frozen plasma, 2 doses of platelets, and 25 mg protamine. Surgeons were notified, and subject was brought back to or for chest washout and placement of additional chest tubes.

Event description:
Additional information: it was reported that patient's hemoglobin (hgb) dropped from 8.7 g/dl to 7.1 g/ dl on (B)(6) 2018. Patient was transfused with 1 unit of packed red blood cells (prbc). Patient's anticoagulation regimen included heparin.

Manufacturer narrative:
Investigation summary: a direct correlation between the reported bleeding and pump cannot be conclusively determined. Upon consultation with technical services, no log file data from the time of the event was submitted for review; therefore, the reported low flow alarms could not be confirmed. It was reported that the patient was implanted on (B)(6) 2018. The patient experienced low flow alarms on (B)(6) 2018, which were acutely treated by reducing the pump speed down for a brief period of time while albumin boluses were infusing. The chest tubes were stripped, and blood volume increased by approximately 1.4l in 2.5 hours. Throughout the night, the patient was administered 1.5l of albumin, 3 units of packed red blood cells, 5 units of fresh frozen plasma, 2 doses of platelets, and 25mg protamine. Surgeons were notified, and the patient was brought back to operating room for a chest washout and placement of additional chest tubes. The chest tubes were removed on (B)(6) 2018 and the patient was discharged home on (B)(6) 2018. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU also describes all system alarms and the recommended actions associated with them. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on the device.no further information was provided. Manufacturer is closing the file on the event.

Event description:
Additional information was received that stated the patient did not receive any further treatment related to this event. The chest tubes were removed on (B)(6) 2018. The patient was discharged on (B)(6) 2018. The patient was stated to currently be out of the hospital, followed in the vad program. It was also stated that the patient experienced a hemoglobin drop from 8.7 to 7.1 g/dl on (B)(6) 2018.